Event description:
The pt claims as a result of the procedure, that she experienced swelling of the upper lip with a blister, as well as white marks on the upper gingival. The pt indicated the retractor used in the procedure was yellow; either version of a zoom chair side kit isn ot yellow; this could not be confirmed by dr (B)(6). The pt also stated dr (B)(6) did not perform the procedure. The pt admitted to pre-medicating prior to the incident to relax herself; took percocet and benzaprine. The pt is a nurse (level unk) and sought the advice of a doctor on staff at her employ; it is not known if the doctor was her pcp, but she did not or was not directed to a hosp or ER facility. Pt's dentist dr (B)(6) claims the pt was moving and talking during the procedure; which can compromise the uv isolation materials for the lips and gums. Dr (B)(6) did see the pt on a f/u visit on (B)(6) 2010 and did not see anything out of the ordinary. There was some expected sensitivity of the teeth, as well as a swollen upper lip (but no blister). The doctor gave the pt vitamin e for the swollen lip.

Manufacturer narrative:
The discus technical specialist for zoom chairside whitening ((B)(4)) investigated the incident and evaluated the process / procedures that the dentist office used in whitening the pts teeth. It was strongly recommended that the dfu for the whitening procedure be followed; up to and including using all materials provided; most specifically the retractors. In addition, the dentist staff has to make sure the pt remains still during each 15 minute session and that if the pt feels any discomfort at any time, to communicate that immediately. The dfu was reviewed to make sure that the dfu was adequate and understandable. The dfu was also reviewed to make sure it contained best practice techniques to avoid uv exposure to lips and gums, managing pt behavior, dentist/pt expectations as well as initial and f/u training. Device #2: lot#: 10137017; exp date: nov 2012; other: (B)(4).